Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified distal left circumflex artery. A 6mmx2.25mm wolverine coronary cutting balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another wolverine balloon catheter. No patient complications as a result of this event and the patient condition were good post-procedure.